Event description:
The customer reported a contained fluid leak of approximately one (1) ml under the pump module of the coulter hmx hematology analyzer with autoloader. The instrument was generating differential vote outs and "flow cell clog" error messages when the leak was observed. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a whole in the tubing through pinch valve vl27. The fse replaced the tubing through pinch valve vl27 and the instrument ran without any leaks or errors. (B)(4).